Event description:
A pt who had been confirmed to be pregnant presented at the emergency department of hosp with abdominal pain, p.v. Loss, nausea, vomiting and weight loss in 2004. A clearview hcg urine pregnancy test on the pt was negative on the same day. Pt's serum hcg concentration was determined by quantitative assay after dilution of the sample to be 152,650 miu/ml on the same day. Treatment was delayed due to the clearview hcg result.